Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported cosmetic damage to the insulin pump. The customer reported a blood glucose value of 30-40 mg/dl, and the hypoglycemic event was treated with glucose/carb intake. The customer experienced symptoms of loss of consciousness and was treated with glucose. The event involved product(s) mmt-1884,mmt-332a,mmt-7040a,unomedical. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for cosmetic damage and the customer reported a crack on the battery compartment, short battery life, which is impacting pump functionality. No further patient complications were reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No product return is required for mmt-332a, mmt-7040a, unomedical. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with severely cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched/peeling display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without the battery cap. Unable to verify damage to the battery cap. However, the test battery cap remained in place during the functional testing. [Primary svn 000320627241: battery cycle 22.0 received the lowbatteryalert (104) on 06/29/2025 08:06:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records.] [On a related svn 000320627330: battery cycle 285.0 received the lowbatteryalert (104) on 08/19/2025 18:35:00 faster than expected at 0.0 days. Battery cycle 283.0 received the lowbatteryalert (104) on 08/19/2025 18:34:00 faster than expected at 0.0 days. Battery cycle 228.0 received the lowbatteryalert (104) on 08/06/2025 17:49:00 faster than expected at 0.0 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records.] Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 08-jul-2025 listed on smartsolve due to insufficient data in the trace/history files (primary svn 000320627241). On the primary svn 000320627241, perform the history review 1 week prior to the event date 08-jul-2025 in the pump history file and found 1 sensorerroralert on 07/02/2025, 2 failedbatttest (58) on 07/02/2025, 2 lost sensor alert on 07/06/2025 2 lost sensor alert on 07/07/2025, 1 sensorerroralert on 07/07/2025, 1 pump error 23 on 07/08/2025 and 2 battoutlimit (6) on 07/08/2025. Earliest power data available per the power management tool/detail trace file is on 8/20/2025 8:59:54 am. There was no power data available for the date of 07/02/2025. Unable to check power data for failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 alarm and battery out limit alarm/power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. On a related svn 000320627330, perform the history review 1 week prior to the event date 21-aug-2025 in the pump history file and found 2 lost sensor alerts on 08/17/2025, 2 lost sensor alerts on 08/18/2025, 2 lowbatteryalert (104) on 08/19/2025 18:34:00.000 and on 08/19/2025 18:35:00.000, 3 failedbatttest (58) on 08/19/2025, and 8 failedbatttest (58) on 08/21/2025. Earliest power data available per the power management tool/detail trace file is on 8/20/2025 8:59:54 am. There was no power data available for the date of 08/19/2025. Unable to check power data for low battery alert and failed battery test alarm. Failed battery test alarms on 08/21/2025 were expected due to the customer's battery inserted on a battery change does not have sufficient voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. There was debris on the electronic assembly. Force sensor zero offset within specification (23.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. The test battery cap remained in place during the functional testing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-charge/battery lasts less than expected confirmed, problem isolated to the electronic assembly and at the case damage at the battery tube threads. Damage- cracked case battery tube confirmed. Damage-battery cap unknown. Damage-retainer ring damage confirmed (during visual inspection, found a small crack on the retainer ring). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.